Event description:
It was reported that a loose set screw was noted one month post-operatively following a pedicle screw construct extension using iliac screws. The patient underwent surgery to remove and replace the set screw. The surgery was reported to have been completed successfully.

Manufacturer narrative:
Device not available for evaluation.